Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on stomach cancer during endoscopic subtotal gastrectomy, the device could not be fired. A new device was replaced for anastomosis. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be separated from the instrument. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of a partially severed cut ring. No further actions have been deemed necessary at this time. Based on the evidence available the reported condition that the instrument could not be fired was not confirmed. Replication of the unreported condition of a partially severed cut ring may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. If information is provided in the future, a supplemental report will be issued.